Event description:
Inflammatory mass was reported. It was also stated that the "mass was removed and the hcp (health care professional) was removing drug from pump and filling with normal saline." The drugs delivered via the sys included morphine, clonidine and bupivacaine. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was also reported that they were looking at the pump under fluoro as they were suspicious it might have flipped. Following the plan to withdraw drug from the reservoir that day and fill with saline, the hcp also planned to set the pump to minimum rate.